Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. (B)(4).

Event description:
It was reported that during a device check, the implantable cardioverter defibrillator (ICD) was found at recommended replacement time (rrt) and premature battery depletion was suspected. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.